Event description:
It was reported that a high threshold and increased impedance were noted on the right ventricular lead. Fluoro images were inconclusive. The lead was explanted and replaced. The patient is stable.

Manufacturer narrative:
(B)(4).